Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to tubing from right cylinder was broke. No information about the patient outcome is available at the moment. Additional information was received. Device was not working. No information about the patient outcome is available at the moment.